Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a communication failure error message. This error resulted in x-rays being disabled. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.